Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 12.1mm vticm5_ 12.1 implantable collamer lens of diopter -13.5/+4.0/095 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced refractive surprise and blurred vision. The lens remains implanted. The reporter indicated the cause of the event is unknown. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5_12.1 implantable collamer lens of -13.50/4.0/095 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. The patient experienced refractive surprise, lens remains implanted. Cause of event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6- medical device problem code: "1494- off label use (pre existing: progressive myopia)" should be added. Claim# (B)(4).